Manufacturer narrative:
The insulin pump was received with a detached end cap, a minor scratched display window, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer called in to report that while priming their insulin pump, the bottom part of the device where the drive support cap was located, came apart from the rest of the device. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.